Event description:
It was reported that a vns patient has a pacemaker implanted. The implant date or the relationship of their cardiac event to their vns device is not known at this time. The patient's physician who was following the patient at the time has passed away. Good faith attempts are underway for further details about this event. The patient does not currently have a treating vns physician.

Event description:
No interventions are planned for the patient at this time. They will be monitored for a while and followed with a new neurology team. No further information has been received in regards to their pacemaker and their vns.